Event description:
Pt reported performing 4 blood glucose tests, within 5 mins, with results of "lo" (< 10 mg/dl), 322 mg/dl, 78 mg/dl, and 120 mg/dl. Pt indicated that she was experiencing hypoglycemic symptoms and self-treated by eating. No med intervention was performed or sought. Qc testing had not been performed on the device. Technical support requested the return of the suspect product and replacement product was shipped.